Event description:
It was reported that the atrial lead exhibited noise. On 7/14/2014, during lead revision it was noted that the lead was dislodged and could not to be repositioned. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.